Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported right side rupture, patient "extremely concerned about the effects of long-term implants" and "psychologically affected." Ultrasound noted "loss of the integrity of the prosthesis" and MRI noted "adenopathy in level I right axillary." The device remains implanted.

Event description:
Additionally, patient reported "my right breast is painful and I find myself fatigued and emotionally shaken". The device has been explanted.

Manufacturer narrative:
Additional, changed, or corrected data: b.3, b.5, b.6.

Event description:
Patient representative reported "fear and stress generated by the rupture of the implant, which is generally known to have cancer-causing components in the system lymphatic, which is why recalled."